Manufacturer narrative:
Results: a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found specifically, the review of the water permeability testing of seven products coated on the same day as the complaint device indicated values well within product specifications. Two retention samples coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test results indicated values well within product specifications. Conclusions: no conclusion can be drawn. However, product testing performed on similar product would tend to indicate that the device was not defective.

Event description:
On (B)(6) 2011, the patient underwent an aortic valve replacement and ascending aorta replacement in the tubular portion because of an aneurysm and weakness in the previous suture. It was reported a bleeding in both the proximal and distal suture lines. The bleeding was resolved by placing a banding with a prosthetic segment enveloping the distal suture which improved the localized bleeding. In the proximal suture, a pair of stitches was made, with no improvement, although the bleeding was resolved through other surgical measures. No additional information could be obtained from the hospital at the time of this report.